Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, t-wave oversensing was observed. The patient did not receive inappropriate therapy. The oversensing was confirmed on a stored egm. It was recommended to reprogram the device. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.